Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: background: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Device evaluation: the device was received with clear gel. No foreign material was observed within the device and gel was observed on the shell surface. During the initial evaluation the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Potential cause: capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. A manufacturing record evaluation (mre) was performed for the finished device number 6968847, and no non-conformances related to the reported complaint were identified. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: the patient¿s breast prosthesis was submitted with a complaint of capsular contracture. During the initial evaluation the device appeared intact. No anomalies were discovered. A manufacturing record evaluation (mre) was performed for the finished device number 6968847, and no non-conformances related to the reported complaint were identified. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Concomitant products: 275cc mentor memorygel breast implant, catalog # 3502751bc, serial # (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a 275cc mentor memorygel breast implant and experienced postoperative left-sided grade 4 capsular contracture, confirmed by a physician. As a result, the patient underwent explantation and replacement with like device, catalog # 3502751bc, left serial # (B)(4) on (B)(6) 2019.